Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator replacement. Prior to procedure it was noted that the right ventricular lead had externalized conductors, imaged under fluoroscopy. The lead was capped and replaced on (B)(6) 2020. The patient was stable.